Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 24 oct 2023 from the home therapy nurse (htn) of an 80 year old male patient with an extensive medical history including end stage renal disease, who stated the patient was unable to perform rinseback during home hemodialysis treatments and was admitted to hospital on an unspecified date. Additional information was received on 27 oct 2023 from the htn, stating the patient was admitted to hospital on (B)(6) 2023 with shortness of breath and chest pain. Hospital workup revealed pulmonary edema, cardiomegaly and a hemoglobin of 6.9g/dl. Treatment included administration of oxygen, 80mg of intravenous furosemide (lasix) and 2 units of blood. The patient was discharged in stable condition on (B)(6) 2023 and has resumed therapy with nxstage.